Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00629. It was reported that the patient experienced ineffective stimulation due to low impedances. Surgical intervention may be pending to address this issue.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00629. Follow up revealed that the patient experienced an infection at the ipg site. As a result the patient had their scs system explanted on (B)(6) 2017. This issue will be reported under manufacturing report number 1627487-2017-01817.